Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called to report that they had successfully replaced their system controller after experiencing what sounded to be a "system controller hardware fault". The system controller was continuously alarming, unable to be silenced and had a black screen. The system controller would return.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller fault alarm was unable to be confirmed. The system controller (serial number: (B)(6)) was returned for analysis in unremarkable condition. Log files were downloaded from the returned system controller and data from the reported event date of 15aug2024 was reviewed. There were no notable events active in the log file. Pump operation was not affected. The system controller was functionally tested and passed all testing. The system controller was able to operate a mock loop for an extended period of time. The reported system controller fault alarm was not reproduced. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.